Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3863 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the clinician, after insertion of groshong catheter it was found that connector is not patent. No other information was provided.